Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 14, 2016. (B)(4). The sample was returned for evaluation. The sample was visually inspected, no anomalies were noted. The sample was built into a circuit where bovine blood was circulated and the pressure drop was determined at each flow rate. The obtained values met specifications. The bovine blood was then circulated for 6 hours. No obstruction was observed that would lead to an increase in the pressure. The sample was rinsed and visually inspected. No anomalies were noted. A review of the device history record revealed no manufacturing anomalies. A definitive root cause could not be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the actual device. Evaluation in progress. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The customer reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator failed. There was a delay of one (1) and a half minute. There was residual blood inside the oxygenator about 100 cc but it is mixed with priming solution. Product was changed out. Procedure was completed successfully.